Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify possible under delivery and prime/fill anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address/serial number label and cracked battery tube threads.

Event description:
The customer was reported via phone call that, the insulin pump had issues of insulin delivery. The blood glucose was 200 mg/dl at the time of the incident. Customer noticed in the morning she'd be running higher and confirmed with the customer that she has not received any alarms. Customer was unable to go through the absence of no delivery troubleshooting and was on a backup plan since yesterday. The device will be returned for analysis.